Manufacturer narrative:
Complaint investigation opened; however, limited investigation due to lack of lot number or sample. No similar complaints have been reports for any kits manufactured by avid medical. Sterilization records find no failures which would contribute. Additionally the end-user indicates other kits manufactured by alternate suppliers were used in procedure as well.

Event description:
Avid medical is the manufacturer of a custom procedure tray (ref: 140-01 bal cath prep pk w/spec trap). Avid medical received a complaint on 11/20/19 originated by (B)(6), technical quality leader at avanos medical inc stating that they received a single report from their customer, (B)(6), of seven instances of patient infection following the use of the avid medical item no. 140-01 bal cath prep pk w/spec trap. The device however was used in conjunction with a second medical convenience kit, which is not manufactured by avid medical. It was reported by avanos medical that each patient developed the same type of infection following the procedures. The complaint lot numbers were not provided by the hospital and the devices were not available for evaluation. Avid medical issued formal complaint # (B)(4) for the reported events. Avanos medical submitted the following mdrs for the seven events: 3011270181-2019-00032, 3011270181-2019-00033, 3011270181-2019-00034, 3011270181-2019-00035, 3011270181-2019-00036, 3011270181-2019-00037 and 3011270181-2019-00038. There have been no sterile load failures at avid medical. Each batch of this product code met a sterility assurance level of 10-6 on all loads manufactured n the last 3 years, with no biological indicator failures. One item, vial,sodium chloride 9,50ml (ndc 0409-4888-50), is provided as a piggybacked item (packaged externally not subject to sterilization by avid medical) for this medical convenience kit. This sodium chloride product was reported to pfizer inc via phone by avid's complaint team on 11/25/19. At this time there has been no response from pfizer to date.